Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported during the patient's ipg removal on (B)(6) 2019 (related manufacturer reference number: 1627487-2019-14279) the physician cut the patient's lead. As a result additional surgical intervention took place on (B)(6) 2019 to explant the lead. Surgical intervention addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.